Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, there was a difficulty in unloading the device and the needle broke when scrub tech was unloading the needle from the device after it was used. They opened another device to complete the case. There was no patient injury.